Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient returned approximately ten days later due to rotation of the proximal body. The patient then underwent a procedure where the proximal body was repositioned. No further information has been provided to date.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, the patient returned approximately ten days later due to rotation of the proximal body. The patient then underwent a procedure where the proximal body was repositioned. No further information has been provided to date.

Manufacturer narrative:
Approximately ten days after initial procedure on (B)(6) 2010. Date explanted - device still implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity". This report submitted (B)(6) 2010.

Manufacturer narrative:
Analysis completed after the revision surgery shows that it is probable that during the patient's initial surgery on (B)(6), 2010, the screw was not properly fixed and the morse taper was not fully seated. (B)(4).